Manufacturer narrative:
This report is related to MDR number 3011632150-2023-00082.there was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This report is related to MDR number 3011632150-2023-00082. The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with two biomimics 3d (bm3d) stents, a 5.0 x 150 mm stent and a 6.0 x 150 mm stent (the subject of this report) which were used to treat a restenotic lesion of the superficial femoral artery (sfa) middle third to proximal popliteal artery in the left leg. An antegrade approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta and a drug coated/ drug eluting balloon (dcb/deb). The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. It was also reported as target lesion related. The patient had their left popliteal and left sfa revascularised using pta / standard balloon angioplasty, dcb/deb, laser atherectomy and non bm3d bare metal covered stent placement on the sfa ostial to posterior tibial (pt) distal third on (B)(6) 2023. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The devices remain implanted. This event was reviewed by veryan and considered possibly related to the device.

Manufacturer narrative:
This report is related to MDR number 3011632150-2023-00082. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Were updated with veryan's address details which have changed since submission of the initial report. Section g.6 and h.2. Have been updated to reflect the type of report (follow-up 01) and the reason. Section h.11. Was updated to reflect the sections of the report which have changed.

Event description:
This report is related to MDR number 3011632150-2023-00082. The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with two biomimics 3d (bm3d) stents, a 5.0 x 150 mm stent and a 6.0 x 150 mm stent (the subject of this report) which were used to treat a restenotic lesion of the superficial femoral artery (sfa) middle third to proximal popliteal artery in the left leg. An antegrade approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta and a drug coated/drug eluting balloon (dcb/deb). The site identified a restenosis of treated segment (target lesion) on 27-feb-23. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. It was also reported as target lesion related. The patient had their left popliteal and left sfa revascularised using pta / standard balloon angioplasty, dcb/deb, laser atherectomy and non bm3d bare metal covered stent placement in the sfa ostial to posterior tibial (pt) distal third on 27-feb-23. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The devices remain implanted. This event was reviewed by veryan and considered possibly related to the device. Additional information was reviewed by (B)(6) on 13-may-24 and this included the clinical events committee (cec) adjudication of the event which determined that this was not related to the devices implanted. This was the third restenosis of the treated segment that required a tlr intervention. As the segment had already been repeatedly manipulated as part of previous target lesion revascularisation (tlr) interventions, the relationship was most likely due to progression of the disease. The previous restenosis events were reported as MDR reports 3011632150-2022-00094 and 3011632150-2022-00095 and MDR reports 3011632150-2023-00080 and 3011632150-2023-00081.